Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR report reference: 1221359-2021-01711.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay for two (2) patients. This MFR. Report addresses patient two (2) of two (2). The customer reported a conflicting result with the ID now covid-19 assay. Per the customer, additional information regarding this patient/event is not available.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025358 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1025358 , test base part number 190-430 / lot 1025358. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025358 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. MFR report reference: 1221359-2021-01711.